Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. (B)(6). The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, during a procedure to correct fractures on a patient's teeth, cerclage was performed on the patient's left side then released. The resident placed an imf screw 2.0x12mm in the lower jaw, while turning the screw, the screw broke. The doctor attempted to place another screw of the same length again in the same part of jaw and the screw broke without exerting force or lever. Finally the doctor placed an imf screw 8mm 2.0x and it worked. The fragments of the broken screws remained within the lower jaw of the patient. Per additional information received (B)(6) 2014 the patient is in good condition, there was not a prolongation of surgery. This is report 1 of 2 for complaint (B)(4).